Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry partly not available. The review of log files shows host-pc cannot communicate anymore with the geo-pc. Upon functional testing, fse found that the geo ipc was broken. The philips engineer replaced geo ipc and the software was installed. After which, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system has a mechanical movement fault. The system was in clinical use at the time of the event. No harm has been reported. The ipc was replaced to resolve the customer's issue. Philips has started an investigation of the complaint.